Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-sep-2024. Investigation summary: material #: 368650; lot/batch #: 4109575. Bd received 4 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. The customer samples along with 20 retention samples from bd inventory were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device while attempting to close it over the IV cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: "material #: 368650. Lot/batch #: 4109575. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, tracheal intubation fiberscope retention samples from bd inventory were evaluated by functional testing, each having their safety shield engaged, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device while attempting to close it over the IV cannula. There was no report of adverse impact to patients or users.